Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that it was unknown if continuous flush set up and maintained throughout the clinical procedure, it is not known how tortuous was the patients anatomy. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during procedure, while repositioning the subject coil several times, it could not be pulled, and got stretched at the distal part. The subject coil was collected using the snare and replaced with the same device. The procedure was successfully completed without clinical consequences reported to the patient due to this event.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that during procedure, while repositioning the subject coil several times, it could not be pulled, and got stretched at the distal part. The subject coil was collected using the snare and replaced with the same device. The procedure was successfully completed without clinical consequences reported to the patient due to this event.